Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device stooped working. The specific issue was not provided. The ipp device was removed and replaced with a new ipp device. The explanted device was placed in 2010. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. A cylinder break was noticed.

Manufacturer narrative:
Product investigation completed. Product analysis identified a leak due to wear and broken fabric threads at a fold. A device leak would lead to the device eventually becoming non-functional as the cylinders cannot inflate without fluid. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device stooped working. The specific issue was not provided. The ipp device was removed and replaced with a new ipp device. The explanted device was placed in 2010. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. A cylinder break was noticed.